Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy a03s / 2.8 / android 16.

Event description:
It was reported that pump battery depleted too fast, but pump did not shut down and customer did not use mobile app or upload pump logs at time of initial call. There was no reported impact to the customer¿s blood glucose level. Technical support attempted follow up by phone and email, but pump data had not been uploaded and no additional information was received regarding the outcome of the event.